Event description:
A peak lag screw seated too deep in the plate upon insertion. This occurred on the last screw being inserted. The surgeon left the screw implanted. There were no adverse consequences to the patient. The screw remains implanted so no further action can be taken at this time.